Manufacturer narrative:
(B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The reported physical property issue was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. It should be noted that the multi-link 8 coronary stent systems instructions for use states: prior to using the multi-link 8 coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported failure to advance and device damage (physical property issue) appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Reportedly, after opening the packaging of a 3.0x18mm rx multi-link 8 it was noticed that the device was damaged. Additionally, the device failed to cross the calcified lesion. The procedure was successfully completed with another unknown device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. The return device analysis found that the hypotube was separated 23cm distal to the strain relief tubing.